Event description:
Caller reported a cgm error 42 with their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided detailed pump reset instructions and guided the caller through the reset process, which resolved the error, allowing the caller to successfully start their sensor session.